Event description:
The manufacturer received information alleging a ventilator inoperative alarm had while testing a bipap a40 device at the patient's home. The device was replaced with another one. The device was not in use on a patient at the time of the occurrence. The bipap a40 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the devices main board had caused the ventilator inoperative to occur on the device. In conclusion, the device's main board needs replaced to address the issue. The root cause is confirmed at this time.